Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Any additional information received regarding this event after filing this report will be filed on a supplemental report.

Event description:
It was reported that the expiration date was missing on a batch of aquacel ag.